Event description:
Event description guidant received information that this transvenous defibrillation lead possibly dislodged given the change in patient r waves, at implant the r wave was 7.5 on friday the r wave was 3.2.